Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report 2242352-2013-00093 and 2242352-2013-01257 for the related reports.

Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed no signs of clinical usage. There was some evidence of blood on the device. The delivery device was returned outside of the loading device. The tension spring assembly and the anchor tab were inside of the delivery tube. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly. The green slide lock was unlocked. The white plunger was not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure to load. The seals were inside the body of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint "the heartstring iii failed to load properly" was confirmed. A lot history record review was complete for the reported product lot numbers. There was no nonconformance recorded in the lot history. (B)(4).